Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had excess (silicone) foreign matter observed inside (on the rubber stopper). Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: DHR review for batch 6206729 (p/n 301159) showed the following. Manufacturing dates: 07/26/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6206729 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two loose 3ml assembled syringes were received by bd (B)(4) and reported to be from batch #6206729 (p/n 301159). The samples were visually evaluated. The syringes had non-(B)(4) tip caps attached and non-(B)(4) print on the barrels. Tip caps were removed to evaluate the stopper. Both syringes were found to each have a large cloudy off-white piece of solid foreign matter loosely attached to the top of their stoppers. The foreign matter (fm) had a shape of a thin film in a form of the top of a stopper. The fm when pressed with each stopper against the barrel roof did not change its form in either sample. Virtually no wet silicone residue was observed anywhere on the tops of the stoppers. To the best of bd (B)(4) knowledge, a solidified silicone condition has never been observed during the manufacturing process in any of our products including 1ml, 3ml, 5ml and 10ml assembled siliconized syringes. The silicone solidification was likely a result of silicone being exposed to an unknown hazard not related to the manufacturing process after the product left the manufacturing plant. Conclusion: based on the information available to date, the defect could not be confirmed to have occurred at the manufacturing facility. It is unknown how the product is processed or handled after it leaves the manufacturing plant. Therefore, no speculations and no corrective actions can be provided to that regard. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.